Manufacturer narrative:
(B)(4). Manufacture date: august 1, 2012 ¿ august 2, 2012. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with a patient control module (pcm) unit attached. The device was visually inspected and functionally tested. Visual inspection did not note any issues. The flow rate was measured on the device and the pcm unit separately and again with the two connected. The reported problem could not be duplicated or verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor overinfused. This occurred during infusion of 60ml morphine and saline (non-baxter products). The expected therapy time was 5 days, but the actual infusion completed in 2 days and 3.5 hours. The reporter stated that a patient control module (pcm) 0.5ml was being used with the device, and its medication demand button was pressed three times during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.